Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a left subclavian vein thrombus and swelling five days post system implant. The patient was administered oral anticoagulant medication. The left ventricular (lv), right ventricular (rv), and right atrial (ra) leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.